Manufacturer narrative:
Nine used primary plum sets was returned for inspection. Upon visual inspection, one set had a puncture on the distal tubing. No other damage or anomalies noted. Upon functional testing, nine sets were leak tested and leakage was observed on one set. The probable cause of leakage is due to the observed puncture on one sample. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6).

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. Upon investigation, a leak was observed on set. There was unknown patient involvement, and no reported harm as a result of this event.